Manufacturer narrative:
The y1301 is not expected to be returned for evaluation and review. This complaint is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not know. The lot history review of the device was not conducted because the device lot number is not know. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 3 devices, for this device family and failure mode. During this same time frame 43,034 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: contraindication: foreign body sensitivity, known or suspected allergies to implant and/or instrument materials. Warnings: patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity tull out priot to implantation. This report is raised on the basis of a device malfunction with a potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5096290. The current complaint database has been researched for this event and there were no findings. Further information was requested from the FDA to obtain the reporter information. Further assessment questions were sent to the reporter; however, the reporter was unable to advise the catalog number or lot numbers of the conmed devices that were used. The only known information is that (3) conmed y-knot anchors were used during a rotator cuff repair on (B)(6) 2020. The y1301 device was chosen to represent the conmed device used. The reporter has stated that the conmed devices were implanted with (2) dermis on demand allografts (#dod15453; mfg unknown) and (2) healix advance sp anchor (#222425; mfg depuy mitek, inc) devices. Then the patient was brought back to the operating room on (B)(6) 2020 to remove all hardware due to infection. The reporter was unable to advise what caused the infection. There was no allegation against the conmed devices directly as having been the cause of the infection. The patient was admitted to the hospital to continue antibiotics overnight. This report is being raised on the basis of injury due to secondary procedure to remove conmed and non-conmed devices after patient experienced infection with unknown cause.